Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was in the hospital due to an issue with diabetes, and noted that the patient had started using insulin pump therapy on his own without having training. No bg values or signs or symptoms were provided. No treatment details were provided. The patient was reportedly waiting to start training until he had received the continuous glucose monitoring products, but that in the meantime the patient had started on the pump and had not had training. No further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced an unknown issue related to diabetes that required medical intervention associated with use error of the pump, in that the patient used the pump prior to receiving training for the pump.